Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site.

Manufacturer narrative:
It was reported that the patient underwent skin revision using silver nitrate (date not reported). The correct device lot # is 100025 not 100026 as previously reported.